Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance values rose suddenly to high levels triggering a lead alert. The lead also exhibited high thresholds. A lead fracture was suspected. The rv lead was capped and replaced. A second rv lead was acting as the pace/sense portion of the ventricular system which exhibited high pacing impedance values. The pace/sense rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.